Event description:
Approximately two weeks later, a revision procedure was performed on this lead. During the procedure high pacing impedance greater than 3,000 ohms and noise was confirmed. The decision was made to abandoned the lead and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
To date the revision procedure has not yet been performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up this right ventricular (rv) lead revealed a rise in pacing impedances greater than 3,000 ohms, in addition, noise was observed which resulted in oversensing of the ventricular. The lead was reprogrammed and a revision was scheduled for the near future. No adverse patient effects were reported.